Event description:
Caller states the patient tested 5.3 inr on the coaguchek xs system and 3.7 inr on a comparison lab. Coumadin was held one day based on device result. Coumadin was adjusted based on lab result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.